Event description:
It was reported that the clinician noted ventricular safety pacing. It was determined the right atrial (ra) lead had dislodged and dropped into the ventricle and atrial pacing was causing ventricular capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.